Event description:
Revision surgery due to loosening.

Manufacturer narrative:
The agent reported, custom implants requested due to loose baseplate with severe bone loss, will keep the altivate humeral stem. Complaint has been evaluated and is similar to report number 1644408-2023-00351; 508-32-204, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.